Manufacturer narrative:
The delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 44474501 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information was requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Visual inspection: a photograph of the trident 0° x3 insert 36mm ID was provided for review. There is significant damage on one small section of the liner. This was likely explantation damage. Nothing else could be learned from the photograph. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other events for the reported lot. There have been other events for the reported sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following other hip devices that remained implanted during revision surgery on (B)(6) 2014 were also added to this report: trident psl ha cluster 52mm; cat # 542-11-52e; lot # mmlvhn. Size 5 accolade ii 127 deg; cat # 6721-0535; lot # 44695809.

Event description:
It was reported that primary tha was performed patient acquired an infection, implants were taken out and replaced with new implants.

Event description:
It was reported that primary tha was performed patient acquired an infection, implants were taken out and replaced with new implants.